Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device showed high impedance. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.